Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was inspected and there were no physical abnormalities. The pump passed the laser continuity test and ran without reproducing the placement signal not reliable alarm. The data logs were reviewed and there was low signal not reliable during support. The root cause of the optical signal issue was not determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the optical signal loss was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.